Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adapter were intermittently charging the pump. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer. Follow up with the customer confirmed that the pump was able to be completely charged using the replacement usb cable and wall adapter.